Event description:
The customer contact reported loss of suction. Two suction liners were being used in a tandem set up during a laparoscopic procedure in the or . It was reported after an unspecified length of time in use, the second suction liner in the tandem set up "imploded". Loss of suction was reported. The customer contact could not specify the vacuum pressure at the time of the event. The suction liner was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unk. A rep device from the lot numbers 53001kz and 54105kz was received. Investigation is not completed.